Event description:
On (B)(6) 2012 clinic notes from a vns treating neurologist were received by the manufacturer. Review of the clinic notes dated (B)(6) 2012 revealed that the patient has a history of congestive heart failure and a cerebrovascular accident (cva). The relationship of these events to vns was not provided. Additional information has been requested from the neurologist but no further information has been received to date.

Manufacturer narrative:
.